Event description:
A malfunction occurred with the customer's pump, and it was confirmed that no notable events took place prior to this issue. There was no reported impact to the customer's blood glucose level as it was unknown if any threshold was exceeded. The customer was instructed by technical support to put the pump into storage mode before returning it, and a replacement pump was arranged to be sent. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. The customer acknowledged and understood all provided instructions, including returning the faulty pump with a prepaid label.